Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Prior to surgery, intravenous cefazolin sodium was administered to prevent infection. Before venipuncture, leakage was detected in the closed-system intravenous catheter, prompting immediate replacement with a new closed-system catheter for venipuncture.